Event description:
It was reported by the patient that they received several shocks. Per the patient, the clinic could not determine why they received the shocks. No follow-up information was able to be obtained from the clinic. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.